Event description:
It was reported by the contact that an altitude alarm occurred while the pump was on a desk. The pump was not connected to a customer at the time of the alarm; there was no customer involvement. There was no impact to the customer's blood glucose level. Reportedly, there was a temporary delay in clearing the alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.